Event description:
An unexpected postoperative refraction following intraocular lens (iol) implant surgery. The iol was replaced and the patient is doing well. Additional information has been requested.